Manufacturer narrative:
Novocure's opinion is that a contribution to the event cannot be excluded. Contributing factors for wound dehiscence in this patient include: prior radiation, underlying cancer disease, and prior surgery affecting skin integrity. Wound dehiscence was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in the optune/tmz arm of the trial (<1%) only.)

Event description:
A (B)(6) year old female patient with newly diagnosed glioblastoma (gbm) began optune therapy on (B)(6) 2020. On (B)(6) 2021, the patient reported to novocure that during a transducer array exchange on (B)(6) 2021, skin lifted off with the arrays, leaving a hole in the scalp. Optune therapy was temporarily discontinued. On (B)(6) 2021, the spouse clarified that a portion of the patient's surgical scab came off with the transducer arrays, re-opening the surgical incision and exposing the cranium bone clips in the skull (last surgical resection, (B)(6) 2019). On (B)(6) 2021, during a follow-up office visit, the prescriber stated that the surgical incision continued to heal however, he planned to have a surgeon evaluate the surgical incision. Prescribing physician was contacted for additional patient information with no response.